Manufacturer narrative:
The lens remained implanted; therefore it is not available for evaluation. One retain sample from the same lot (7556303) was inspected and all measurements were found to be within specifications. The device history records were reviewed and there were no discrepancies or unusual finding that relate to the reported issue. Based on the information available, the root cause of the reported event could not be determined.

Manufacturer narrative:
Investigation of this event is in progress. A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported that a patient developed z-syndrome post lens implant. The lens is scheduled to be re-positioned. Additional information has been requested, but no additional information has been received.